Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm and the battery "was died." Customer was able to successfully clear the alarm and unable to complete insulin pump rewind. Customer stated that the power error detected did not recur within a week of troubleshooting of previous occurrence. Customer stated that the notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.